Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn. Review of manufacturing records for this lot number has been requested.

Event description:
A pt suffered a pathologic subacute nondisplaced comminuted fracture of the distal l femoral metaphysis, extending transversely through the distal femoral diaphysis and vertically through the intercondylar notch into the tibiofemoral joint. She had a small medially displaced fracture fragment originating from the medical aspect of the distal femoral metadiaphysis with surrounding callus formation. Pt had osteopenia in the same leg and arthritis along with a bone spur. Pt treated with a brace. Approx 6 weeks later, plate was implanted. Pt told to be nwb for 3 mos. On follow-up pt was told to be wbat. The next day, pt had pain and swelling and an x-ray showed the plate broken. Pt was revised to a competitors reamed nail with bone putty, autograft and an internal bone stimulator.